Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left pneumonectomy with thoracotomy, during stapling of the lung, firstly, they tried to fire the ultra stapler with the reload on the lung for resection. But after the surgeon pushed the green button, the device let the surgeon to fire just one time. Then, the surgeon wanted to fire second time but the device had broken and didn't let the surgeon to fire anymore. So, they opened the jaws but the staples were not properly formed. Then, they opened a second device with the same lot of ultra stapler which has loaded with the same lot of the reload and the device didn't fire either. So last time, they had tried a different stapler 12 mm stapler with new reload. Upon firing the device on the lung parenchyma, the device had broken and didn't fire again. It damaged the parenchyma. Then they decided to convert to open surgery. When they converted to open surgery, the nurses prepared another new 12 mm stapler and reload for firing. This time the device fired but when they loaded another reload onto the same 12 mm stapler, the device had broken and not able to complete the firing again. Finally, they loaded a new sterile ultra stapler and loaded a new reload to complete the resection of the lung. This time, the stapler fired completely and after that they loaded another reload on the last part of the lung. The resection was ended, but the last staples was not in the b formation. They had to manually suture the area. It was noted that there was an extended incision of inch and an extension of 30 minutes due to device problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instruments noted no abnormalities. Functionally, each instrument was loaded with a reload. During the firing cycle, a skip was audible in each instruments firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each instruments firing rack. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.